Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom hip generic on the right side on (B)(6) 2005. Due to pain, pseudotumor and metallosis the pt was revised on (B)(6) 2012.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the device, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical report will be submitted. (B)(4).